Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 26 mm transcatheter bioprosthetic valve, during the first deployment attempt at approximately 26-30%, the pigtail moved up. It was determined that the valve was too high and was recaptured. During the second deployment attempt, at approximately 75% deployment, the valve dislodged and was recaptured. During the third and final deployment attempt, the valve was in a good position and was deployed to 80%. The patient's pressure did not return. Although, the valve was in a good position and full deployment was discussed, the physicians chose to recapture the valve and pull it into the descending aorta and cardiopulmonary resuscitation (CPR) was initiated. The patient was asystolic and did not recover. CPR continued for twenty minutes, while drugs were administered, and the team attempted to get the patient back. When anesthesia was attempting to intubate the patient, it was determined the lungs were filled with blood. An echocardiogram revealed a small effusion, but not considered severe enough to have caused the immediate decline of the patient. The patient¿s death was pronounced in the room. Per the physician, the dcs did not cause or contribute to the patient's death. An autopsy was ordered. Aside from 250 ml of blood in the pericardium, the autopsy did not reveal anything of significance. The apex of the heart was dissected and a small hemorrhagic bubble was noted outside the muscle in the fat. It did not appear as if a perforation was present that may have led to the patient¿s decline and subsequent death. Tissue samples were sent to pathology. Per the physician, the autopsy was reviewed with a pathologist. No mechanical injury was present to explain the cardiac arrest. It was suspected that the recurrent bouts of hypertension with every deployment and recapture slowly started ischemic cascade, which can spiral quickly with atrial stenosis (as). For whatever reason, the brief period of absent cardiac output between annular contact and valve functioning was enough to lead to ventricular fibrillation (vfib) arrest due to transient ischemia. Early defibrillation did not correct the vfib which is typically very responsive to treatment.